Event description:
It was reported that the balloon ruptured inside an implanted stent. An xxl vascular balloon was selected for use to dilate an implanted stent. During inflation, the balloon ruptured. Another xxl balloon was selected for use. However, it also ruptured during inflation. There were no patient complications.